Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5086mri, implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that approximately one week post implant, the right ventricular (rv) lead was not capturing at high output and the r waves had diminished. It was also reported that multiple tests revealed a perforation and an x-ray showed rv lead dislodgement. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.